Manufacturer narrative:
Retainer ring=black on (B)(6) 2021 customer called in with the following concern: insulin flow blocked occurred at several times. P-cap locked in place properly during testing. Device received with constant insulin flow block alarm. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on (B)(6) 2021 multiple no delivery alarms were recorded. Proceed it by cutting unit open perform a visual inspection on connectors and electronic assembly. Per visual inspection all connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. However, force sensor zero offset out of spec(496.3mv) that could of cause the no delivery alerts. No physical damage noted during visual inspection. In conclusion, customer concerns were confirm during testing and in download history file due to force sensor zero off set out of specification. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm several times. Catheter and reservoir had replaced, but issue was not solved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.